Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and is unable to clear it. Customer stated he was out at a water park and had the insulin pump on for 15 seconds and then took it off. Blood glucose value is 135 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with an unresponsive button due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had moisture damage on lcd board and mother board. Insulin pump had a cracked reservoir tube lip.